Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for an magnetic resonance imaging (MRI) but programming was unable to be completed due to the right atrial (ra) lead exhibiting high thresholds and high impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.